Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bruising under her breasts from the garment being fastened too tight. The patient's physician advised the patient that it was ok to remove the lifevest while the bruising healed. Follow up indicated that the bruising resolved. The patient began wearing the lifevest on a looser setting.